Event description:
It was reported via phone call that the customer passed away on (B)(6) 2015 in a hotel room. The official cause of death was from a pulmonary embolism. The customer's blood glucose was 88 mg/dl at the time of death. The caller stated the customer did not have any illness or diabetes complication prior to their passing. It was found the customer had high blood pressure before their death. The caller reported the customer used sensors, but was not wearing a sensor at the time of death. It was also unknown if the customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Failure analysis found cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker during visual inspection. Failure analysis was unable to prime during prime alarm test. Failure analysis was also unable to determine root cause due to pump preservation. The insulin pump passed basic occlusion and displacement test. Failure analysis was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Data analysis the history download for the dates (b)(6.2u a day. Basal daily total was 19.95u to 20.0u a day. Bolus daily total was 14.5u to 37.2u a day. The insulin pump was unable to prime during prime test due to faulty force sensor resistor.